Manufacturer narrative:
No injuries were associated with the reported event. A steris service technician arrived onsite to inspect the unit and found that the source of the fire was the thermostat selector dial. The technician identified that the user facility had installed the thermostat selector dial and external thermostat reader which are non-OEM components. The amsco warming cabinet operator manual states (pg. 1-1), "warning - personal injury and/or equipment damage hazard: the performance of the 510k cleared amsco warming cabinet is validated as a system including components defined by steris in the operator manual... Substitution of unauthorized components can potentially lead to personal injury, damage or premature failure of the product. Altering the equipment or using unapproved components may void steris's warranty." The warming cabinet was manufactured in 1984 and is approximately 34 years old. It is not under steris service agreement for maintenance activities; the user facility is responsible for performing all maintenance activities. The operator manual states (pg. 1-1), "warning - personal injury and/or equipment damage hazard: repairs and adjustments to this equipment must be made only by steris or steris-trained personnel. Maintenance performed by unqualified personnel or installation of unauthorized parts could cause personal injury, result in improper equipment performance, void the warranty or result in costly damage. Contact steris regarding service options." The warming cabinet was removed from service and the user facility will purchase a replacement warming cabinet. No additional issues have been reported.

Event description:
The user facility reported that their amsco warming cabinet caught fire. The flames were contained within the top compartment of the warming cabinet and quickly extinguished by user facility personnel. The fire alarm was not activated, and no evacuations were conducted.